Event description:
Event description cpi received information that an invasive procedure was performed to explant this bipolar lead for a lead fracture. During the invasive procedure, a new bipolar lead was connected to the implantable pulse generator (ipg), model 1130, serial number 248234 and intermittent pacing and sensing was observed. The physician elected to explant the ipg. A new lead and ipg were implanted.